Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received a notification stating "the pump cannot detect that the cartridge has been removed" during multiple cartridge changes. Reportedly, the notification has been received before the customer was prompted to remove the cartridge. Customer stated he was able to close out the notification and load the cartridge onto the pump. Customer stated that it was possible that blood glucose levels were impacted, but did not know for sure. Customer did not provide a blood glucose level value.